Event description:
It was reported that when using the bd pyxis¿ medstation¿ es certain empty cubie slots immediately failed any cubies placed in them, and an entire row of cubies displayed a duplicate address error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a hardware failure. A field service engineer attempted swapping cubie rows and reseated the cables and cubies, but the system still failed to open the cubies on row a. The fse then replaced the door controller and tested the system using the hardware testing application. Afterward, the customer inserted new cubies for detection, and the system functioned properly. The system functioned as intended after the field service engineer repaired the device.